Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 5 years and 1 month post transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, the patient was presented with a failed valve due to calcification.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation and medical record review findings. Sections b7, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. Per review of medical records provided by the facility, approximately 5 years and 1-month post tavr, the patient presented with chest pain, dyspnea on exertion and progressively worsening hypotension. The patient was admitted for evaluation. A tte performed during this admission reported severe aortic valve stenosis, with no regurgitation. A dobutamine stress echocardiogram performed reported an aortic mean gradient of 45mmhg and ava velocity time integral (vti) 0.80 sq cm at peak dobutamine. The patient was reported to have early failure of the s3 valve with low-flow low-gradient severe bioprosthetic aortic valve stenosis. Approximately 2 weeks after being admitted, the patient was taken to the cath lab for a balloon valvuloplasty performed with a 20mm valvuloplasty balloon followed by a valve-in-valve procedure with a 26mm. The valve was implanted in good position. Post dilation was performed with a 22 mm zmed balloon due to mild gradient. The procedure was complicated by of hypoxic respiratory failure requiring intubation due to prolonged pacing run and afib requiring cardioversion. The patient transferred back to the recovery unit in stable condition. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed from medical record review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' transcatheter heart valve (thv) undergoes thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported similar complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, the patient had history of end-stage renal disease (esrd) on hemodialysis. It is well known that patients with chronic renal disease are predisposed to bioprosthetic heart valve calcification. Tissue calcification is a very common failure mode of svd, which can manifest in the form of stenosis with thickened leaflets, as reported. As such, available information suggests that patient factors (end-stage renal disease (esrd)/ hemodialysis) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defect was identified, no corrective or preventative action is required.